Event description:
It was reported that the lens was found dry. There was no liquid in the vial and white powder was present in the packaging. The lens was not used. Reportedly this issue occurred with the two lenses. This report references lens 1 of 2. Reference MDR #1313525-2015-00280 for lens 2 used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.